Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during drain four of four. The patient was connected at the time of the alarm. The patient stated their pillow was wet, but they could not find a leak anywhere on the setup and there were no signs of disconnections. The technical service representative cleared the system error and explained the system error to the patient. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.